Event description:
It was reported that the ventilator's air gas module was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 10-22-2015.

Manufacturer narrative:
On-site investigation was performed by field service engineer. According to information received in the service report, ventilator generated technical error indicating on/off switch error and internal temperature high alarm during preventive maintenance. Replacement of the air gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The defective part was not returned for investigation, despite request. The air gas module regulates the inspiratory gas flow and a faulty air gas module may affect the delivered volume or gas mixture (o2/air). Reported technical error indicates on/off switch error. The on/off switch is neither in on or off position during more than 3 seconds. If there is a negative signal from one of the pressure sensors in gas module, it will incorrectly look like there is a gap/break in the switch and technical error indicating on/off switch error will be generated. Internal temperature high alarm indicates that the temperature inside the ventilator is too high. Our conclusion is that the replaced part was the cause of the failure. A correction of field #h6 adverse event problem - health effect ¿ impact codes was required. Previous health effect ¿ impact codes: no health consequences or impact///2199, corrected health effect ¿ impact codes: no patient involvement///2645.

Event description:
Manufacturer's ref. #: (B)(4).